Event description:
A report was received that the patient had two ipg. It was noted that the patient had boston device and other one was medtronic system. The patient underwent a medtronic to boston device replacement they had found out that the old implanted ipg was no longer present and it was noted that it was explanted before for an unknown reason. No further course of information can be obtained with the old ipg.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was explanted for an unknown reason. No further information can be obtained.